Event description:
Customer reports severe allergic reaction following use of kind removal silicone tape. Customer alleges within 5-15 mins of exposure to tape her lips started to swell, she experienced shortness of breath, loss of voice, itching, hives and had a red rash on arms and face. Customer reports allergies to corn, latex, pineapple, peanuts, strawberries and tree nuts. Customer reports she has prescription medication to treat allergy symptoms and took oral benadryl and used albuterol nebulizer to treat symptoms. Customer reports the symptoms resolved in about two hours.

Manufacturer narrative:
Method: device not received. Conclusions: no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed.